Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 28-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for contraception. Following the essure procedure, plaintiff began suffering from severe pelvic pain, menorrhagia, dyspareunia, abnormal bleeding, and hematuria. Due to her severe pain, plaintiff sought emergency medical attention on at least three occasions. She also sought medical attention for her symptoms. However, at the time, the healthcare providers did not attributed her symptoms to the device. Plaintiff recalls that the essure device could not be located during one of her pelvic ultrasounds. On (B)(6) 2009, plaintiff underwent a partial hysterectomy to remove her uterus in an attempt to alleviate her pain. However, she continued to suffer severe pain and other symptoms. On (B)(6) 2011 she underwent a salpingo-oophorectomy. She was never informed by any of her healthcare providers that the coils had been located or removed. Plaintiff continues to suffer chronic pain and other symptoms to the day of the report. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain, abnormal bleeding (interpreted as genital bleeding) and essure device could not be located in one of her pelvic ultrasounds (interpreted as device dislocation). Seven months later, she underwent a partial hysterectomy due to pain, but it continued. Two years later, she underwent a salpingo-oophorectomy but the consumer was not informed whether essure inserts were located and retrieved. She continued to suffer chronic pain and other symptoms. Pelvic pain, genital bleeding and device dislocation are anticipated events according to the reference safety information for essure. Considering that essure therapy may cause bleeding and pelvic pain and that there is a risk that essure inserts could move and considering that there is no alternative explanation for these events, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since surgical intervention was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ chronic pain'), fallopian tube perforation ('fallopian tube perforation/fimbriated end of left tube and descending left colon / essure device could not be located during one of her pelvic ultrasounds'), device breakage ('device breakage'), pelvic adhesions ('adhesions') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 632024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "minor difficulty implanting left coil" and medical device monitoring error "novasure/ essure". The patient's medical history included hypothyroidism, attention deficit-hyperactivity disorder and hernia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), bacterial vulvovaginitis ("bacterial vaginitis"), irritable bowel syndrome ("irritable bowel syndrome") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 months 21 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haematuria ("hematuria"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2009 (surgical removal of coil - left coil removed), (B)(6) 2009(surgical removal of coil - left coil removed), laparoscopic lysis of adhesions on (B)(6) 2009 and removal of left coil (B)(6) 2009 and right salpingo-oophorectomy, removal of right coil (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and vaginal haemorrhage was resolving, the fallopian tube perforation, device breakage, pelvic adhesions, bacterial vulvovaginitis, irritable bowel syndrome, weight increased, dysmenorrhoea, abdominal pain upper and back pain outcome was unknown and the menorrhagia, genital haemorrhage, dyspareunia and haematuria had not resolved. The reporter considered abdominal pain upper, back pain, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, haematuria, irritable bowel syndrome, menorrhagia, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2009: diagnostic laparoscopy followed by operative laparoscopy with lysis of adhesions and removal of foreign body in the left pelvis, which was the essure device. On (B)(6) 2011 laparoscopic right salpingo-oophorectomy (removal of right coil). Diagnostic results: on (B)(6) 2009, noted erosion of essure device. Lot number: 632024 manufacture date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ chronic pain'), fallopian tube perforation ('fallopian tube perforation/fimbriated end of left tube and descending left colon / essure device could not be located during one of her pelvic ultrasounds'), device breakage ('device breakage'), pelvic adhesions ('adhesions') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 632024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "minor difficulty implanting left coil" and medical device monitoring error "novasure/ essure". The patient's medical history included hypothyroidism, attention deficit-hyperactivity disorder and hernia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), bacterial vulvovaginitis ("bacterial vaginitis"), irritable bowel syndrome ("irritable bowel syndrome") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 months 21 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haematuria ("hematuria"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2009 (surgical removal of coil - left coil removed), (B)(6) 2009 (surgical removal of coil - left coil removed), laparoscopic lysis of adhesions on (B)(6) 2009 and removal of left coil (B)(6) 2009 and right salpingo-oophorectomy, removal of right coil (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and vaginal haemorrhage was resolving, the fallopian tube perforation, device breakage, pelvic adhesions, bacterial vulvovaginitis, irritable bowel syndrome, weight increased, dysmenorrhoea, abdominal pain upper and back pain outcome was unknown and the menorrhagia, genital haemorrhage, dyspareunia and haematuria had not resolved. The reporter considered abdominal pain upper, back pain, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, haematuria, irritable bowel syndrome, menorrhagia, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2009: diagnostic laparoscopy followed by operative laparoscopy with lysis of adhesions and removal of foreign body in the left pelvis, which was the essure device. On (B)(6) 2011 laparoscopic right salpingo-oophorectomy (removal of right coil). Diagnostic results: on (B)(6) 2009, noted erosion of essure device. Most recent follow-up information incorporated above includes: on 8-may-2020: mr received. Reporter's information added. Event:novasure/ essure were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 10-nov-2016: quality-safety evaluation of product technical complaint (ptc): (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain, abnormal bleeding (interpreted as genital bleeding) and essure device could not be located in one of her pelvic ultrasounds (interpreted as device dislocation). Seven months later, she underwent a partial hysterectomy due to pain, but it continued. Two years later, she underwent a salpingo-oophorectomy but the consumer was not informed whether essure inserts were located and retrieved. She continued to suffer chronic pain and other symptoms. Pelvic pain, genital bleeding and device dislocation are anticipated events according to the reference safety information for essure. Considering that essure therapy may cause bleeding and pelvic pain and that there is a risk that essure inserts could move and considering that there is no alternative explanation for these events, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident because surgical intervention was required. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pain"), fallopian tube perforation ("fallopian tube perforation/fimbriated end of left tube and descending left colon / essure device could not be located during one of her pelvic ultrasounds"), device breakage ("device breakage"), pelvic adhesions ("adhesions") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 632024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "minor difficulty implanting left coil". The patient's past medical history included hypothyroidism, attention deficit-hyperactivity disorder and hernia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), bacterial vulvovaginitis ("bacterial vaginitis"), irritable bowel syndrome ("irritable bowel syndrome"), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On 16-dec-2009, 6 months 21 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haematuria ("hematuria"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (removal of left coil (B)(6) 2009 and right salpingo-oophorectomy, removal of right coil (B)(6) 2011), surgery ((B)(6) 2009(surgical removal of coil - left coil removed)), surgery ((B)(6) 2009 (surgical removal of coil - left coil removed)) and surgery (laparoscopic lysis of adhesions on (B)(6) 2009). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and vaginal haemorrhage was resolving, the fallopian tube perforation, device breakage, pelvic adhesions, bacterial vulvovaginitis, irritable bowel syndrome, weight increased, dysmenorrhoea, abdominal pain upper and back pain outcome was unknown and the menorrhagia, genital haemorrhage, dyspareunia and haematuria had not resolved. The reporter considered abdominal pain upper, back pain, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, haematuria, irritable bowel syndrome, menorrhagia, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 16dec2009: diagnostic laparoscopy followed by operative laparoscopy with lysis of adhesions and removal of foreign body in the left pelvis, which was the essure device. On 20ago2011 laparoscopic right salpingo-oophorectomy (removal of right coil). Diagnostic results: on (B)(6) 2009, noted erosion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pain"), fallopian tube perforation ("fallopian tube perforation/fimbriated end of left tube and descending left colon / essure device could not be located during one of her pelvic ultrasounds"), device breakage ("device breakage"), pelvic adhesions ("adhesions") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 632024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "minor difficulty implanting left coil". The patient's past medical history included hypothyroidism, attention deficit-hyperactivity disorder and hernia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), bacterial vulvovaginitis ("bacterial vaginitis"), irritable bowel syndrome ("irritable bowel syndrome"), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, 6 months 21 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haematuria ("hematuria"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (removal of left coil and laparoscopic lysis of adhesions on (B)(6) 2009 and right salpingo-oophorectomy, removal of right coil (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and vaginal haemorrhage was resolving, the fallopian tube perforation, device breakage, pelvic adhesions, bacterial vulvovaginitis, irritable bowel syndrome, dysmenorrhoea, abdominal pain upper, weight increased and back pain outcome was unknown and the menorrhagia, genital haemorrhage, dyspareunia and haematuria had not resolved. The reporter considered abdominal pain upper, back pain, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, haematuria, irritable bowel syndrome, menorrhagia, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2009: diagnostic laparoscopy followed by operative laparoscopy with lysis of adhesions and removal of foreign body in the left pelvis, which was the essure device. On (B)(6) 2011 laparoscopic right salpingo-oophorectomy (removal of right coil). Diagnostic results: on (B)(6) 2009, noted erosion of essure device. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical records received: new reporters and medical history added. The events: device breakage, fallopian tube perforation, adhesions, abnormal vaginal bleeding, bacterial vaginitis, irritable bowel syndrome, weight gain, dysmenorrhea, stomach pain, back pain, device insertion difficult were added. Events outcomes were updated. Essure lot number was provided. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.